Manufacturer narrative:
On 4/4/2021, biosense webster inc. Received additional information about the patient and event. It was reported the patient was a 63-year-old male. Patient¿s condition improved. There was no evidence of steam pop during the ablation. No error messages were displayed on biosense webster equipment during the procedure. Transseptal puncture was performed, however, the transseptal product details are unknown. The physician commented that cardiac tamponade maybe have occurred during brockenbrough or ablation at right pulmonary vein (rpv) because of small left atrium. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref#: (B)(4) corrections: on 4/29/2021, it was noticed that incorrect codes were reported in the 3500a initial MDR. The correct codes have now been added to the appropriate fields: h6. Investigation conclusions code was reported as "d16 (conclusion not yet available)", should have been "d15 (cause not established)". H6. Investigation findings code was reported as "c21 (results pending completion)", should have been "c20 (no findings available)". H6. Type of investigation code "b14 (analysis of production records)" was inadvertently omitted in the 3500a initial MDR. It has now been added.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30457623m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. After two and a half hours since the procedure has started, while ablating the superior vena cava, the patient became hypotensive. Pericardial effusion was confirmed by soundstar catheter. Pericardiocentesis was performed to drain the fluid from the pericardium. Blood pressure recovered, and the patient was followed up on the ward. There¿s no information regarding prolonged hospitalization. The physician commented that since the left atrial diameter was small, tamponade may have occurred during septal puncture or ablation of the right pulmonary viein (rpv). No bwi product malfunctions were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available, it will be reviewed and processed accordingly.